Event description:
A malfunction was reported on the pump, which did not cause the customer's blood glucose level to exceed concerning thresholds, indicating no adverse impact. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if the issue reappears, and they acknowledged the instructions provided.